Event description:
The customer reported false reactive alinity I toxo igg results for a 28-year-old pregnant female. The following data was provided: on (B)(6) 2024, sid (B)(6): toxo igg result = 4.5 iu/ml (reference range: >/=3.0 iu/ml is reactive) toxo igm = negative expected result: toxo igg negative. On (B)(6) 2024, new sample collected, sid (B)(6): ran on another alinity I processing module (sn (B)(6) = toxo igg result = 3.7 iu/ml (reference range: >/= 3.0 iu/ml is reactive). On (B)(6) 2024 new collection sample from the patient toxo igg = 0.9 iu/ (reference range: < 1.6 iu/ml is nonreactive) sample sent to another laboratory with an abbott alinity: toxo igg result = 0.9 iu/ml. Patient's history from the laboratory itself (abbott platform): 2018 toxo igg result = negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I toxo igg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 64051be00. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I toxo igg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 64051be00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 64051be00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier: sample ids: (B)(6) are from the same patient but different time of collection. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 07p45-22 that has a similar product distributed in the us, list number: 7p45-40 /-45.

Event description:
The customer reported false reactive alinity I toxo igg results for a 28-year-old pregnant female. The following data was provided: on (B)(6) 2024, sid: (B)(6): toxo igg result: 4.5 iu/ml (reference range: >/=3.0 iu/ml is reactive). Toxo igm: negative. Expected result: toxo igg negative. On (B)(6) 2024, new sample collected, sid: (B)(6): ran on another alinity I am processing module (sn: (B)(6): toxo igg result: 3.7 iu/ml (reference range: >/= 3.0 iu/ml is reactive). On (B)(6) 2024, new collection sample from the patient toxo igg: 0.9 iu/ (reference range: < 1.6 iu/ml is nonreactive). Sample sent to another laboratory with an abbott alinity: toxo igg result = 0.9 iu/ml. Patient's history from the laboratory itself (abbott platform): 2018 toxo igg result: negative. There was no impact to patient management reported.